Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73 year old male was treated for acute myocardial infarction with cardiogenic shock. An impella cp was placed. When switching from the introducer to the repositioning sheath, oozing alongside the sheath started and manual compression didn't manage the bleeding sufficiently. The decision was made to remove the impella and close the arteriotomy with a closure device and manual compression.

Manufacturer narrative:
Section d UDI was corrected. D9 added selection as product return. Section h device manufacture date was added. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.